Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off no power alert. The customer¿s blood glucose level was 115 mg/dl. The customer stated that when the battery changed everything get kicked off and the pump shuts off and come back on. Customer did not received a low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power alert. The customer advised to continue to wear pump until replacement arrives if they insert a new battery. The customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.